Manufacturer narrative:
Esc button did not respond due to flattened button dome switch(no crease). No unlock on the lcd keypad connector was noted. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 108mg/dl at the time of the incident. The customer stated that they were trying to clear the unexpected alarm leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for unexpected restart alarm was performed. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer also state that the alarm did not occur shortly after inserting a new battery and was not recurring during normal use. The customer was advised to monitor insulin pump but there was no clear indication that the alarm was cleared. Also, the insulin pump will be returned per button error/keypad anomaly troubleshooting. The insulin pump will be returned for analysis.